Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 72.6 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, the endurant ii stent graft bifurcate was inaccurately delivered. The device slipped distally after deployment. The physician elected to implant six aptus endoanchors into the bifurcate and to implant an aortic cuff. Per the physician's statement, the cause of the slippage is unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.